Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint due to large amounts of moisture accumulated in breathing system and dead weight stuck in exhalation valve. The moisture was removed from the breathing system and the exhalation valve was unstuck, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.